Event description:
Customer reported a low blood glucose event back in (B)(6) of 2014. The customer stated her sensor alerted her that she was at 118 mg/dl and dropping. Customer also reported that she passed out but did not need emergency assistance. When the customer woke up and checked her blood glucose, it was 14 mg/dl. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.